Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the one of the holes in the magic 3 go male coude intermittent catheter looked like it hadn't been punched all the way through. A jagged edge was left that caused bleeding when inserted. Patient had not had that issue since and was doing fine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "improper/inadequate maintenance". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the one of the holes in the magic 3 go male coude intermittent catheter looked like it hadn't been punched all the way through. A jagged edge was left that caused bleeding when inserted. Patient had not had that issue since and was doing fine.